Event description:
It was reported during set up of an unknown procedure, the flex deflectable videoscope exhibited a flickering image in 3d mode. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.